Event description:
It was reported that at system check, high capture threshold, low sensing, and low impedance were noted. Lead dislodgement was suspected. Physician decided to reprogram the device outputs.

Event description:
New information received notes loss of capture was observed. Patient was being sent to another hospital for lead revision. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.